Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200-500 mg/dl range. Reportedly, the customer believed that the pump was causing the bg levels; however, the specific cause was not provided. System check with tandem technical support confirmed that the pump and current supplies were functioning as intended; however, the customer continued to allege that the pump was not working correctly. Reportedly, the customer reverted to manual injections for alternate insulin therapy.